Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was conducted that the device operated within specifications.

Event description:
The customer stated that she was hospitalized for high blood glucose and the reading was 518 mg/dl. The customer did not have the insulin pump with her during her initial call to perform troubleshooting. The customer stated that she changed her infusion set three days prior to being hospitalized. The customer stated that the only alarm she received on the insulin pump was a bad battery alarm. The customer called back to perform troubleshooting, however the insulin pump alarmed failed battery test. The customer advised to clean the battery contacts to try to resolve the alarm, but was unsuccessful.